Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off now power. Customer's blood glucose at time of incident was 240 mg/dl. Customer stated that the alert occurred 3 times with in the last month. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was 430 mg/dl. Customer was advised that we will ship a replacement battery cap. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 430 mg/dl. The customer was treated for high blood glucose with manual injections. Customer stated had the high blood glucose because the pump has battery issues and loses power.

Manufacturer narrative:
The insulin pump was received with a corroded battery tube noted during visual our inspection. However, all operating currents are within specification. No unexpected weak battery, low battery or off no power alarms noted. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump had cracked lcd window, minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.